Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remote via merlin.net transmissions myopotential with oversensing was observed on the rv lead. Programming changes were recommended. Patient will continued to be monitored. No further information available at this time.

Event description:
New info received states that the patient is asymptomatic and the recommended programming changes were made.